Event description:
A doctor reported of 3 patients presenting with neuropathy symptoms (persistent, daily tingling and shooting pain in the arms and thighs) following treatment combining liposuction with quantum 25. This complaint is for patient #2.

Manufacturer narrative:
Up to date the doctor has not provided any photos nor filled the clinical form. Inmode is performing investigation and will submit a supllementary report once additional information becomes available. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A doctor reported of 3 patients presenting with neuropathy symptoms (persistent, daily tingling and shooting pain in the arms and thighs) following treatment combining liposuction with quantum 25. This complaint is for patient #2.

Manufacturer narrative:
25-may-2026: follow up report is submitted following investigation. Up to date the doctor has been non-responsive to inmode's attempts to obtain additional clinical information and to the offers to inspect the device or receive a retraining. No conclusions could be drawn with regards to the root cause of the alleged adverse events. If inmode becomes aware of additional information that might impact the conclusions of the investigation, a supplementary report wil be submitted.